Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection and sepsis. No additional adverse patient effects were reported.